Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified the patient's scs ipg was replaced with a new one and stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg would not communicate with external devices. The patient programmer displayed a communication error and the charger could not locate the ipg. Surgical intervention may necessary to replace the patient's scs ipg.